Manufacturer narrative:
The ge service rep checked the voltages in the main frame and workstation, all were acceptable. He cleaned and regreased the hv candle sticks, checked kvp with kvp meter, the reseated ribbon cable and other connectors. He order parts and installed the generator driver pcb using esd mat and static precations. He calibrated the system and verified the system is operating by fluoroing in low and high technique before returning back to the customer.

Event description:
The customer reported that they were getting kv errors after fluoroing.